Manufacturer narrative:
The device was returned for evaluation. The implant was noted to be complete; the marker band and distal ball are present. The implant coil is not broken. A portion of the attachment tether remained attached to the implant. A slight tail was present at t the point of termination of the attachment monofilament, which is indicative of a possible tensile break. The portion of the attachment monofilament was retrieved from the ID of the body coils. The monofilament terminated just distal of the platinum coil marker. Upon inspection, a corresponding tail was found on the distal end of the monofilament. The heater coil was noted to be intact and showed no signs of visible damage. Based on the investigation and provided information, the complaint of a broken coil cannot be confirmed; the implant was not broken and returned in its entirety. The specific root cause of this complaint is unknown, although the findings indicate the device was subjected to tensile forces that exceeded its strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization treatment, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The patient's status is reported to be fine.